Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) of greater than 500 mg/dl; cause was unknown. Customer unable to conduct troubleshooting due to hyperglycemia and requested follow up. Tandem technical support made multiple follow up attempts with the customer, however, no response received.